Manufacturer narrative:
Device passed the displacement test and self test. Pump error 4 and pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hard ware low level failure alarm and motor arm error. Customer¿s blood glucose level was 101 mg/dl. Customer reported that they were able to clear alarm and was able to rewind insulin pump. However, customer failed during self-test. Customer was assisted with troubleshooting steps. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.